Manufacturer narrative:
On (B)(6) 2020, during visual evaluation of the device, it was observed to be deformed. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of lot 7394551 were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: suspected rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with mentor memorygel breast implant 400cc and suffered from a possible rupture on the right breast implant. As a result, the patient had undergone removal on (B)(6) 2020.

Manufacturer narrative:
On 4/15/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/7/2020, a manufacturing record evaluation was performed for the finished device 7394551 number, and no non-conformances were identified. On 4/13/2020, it was reported to mentor that the implant was replaced with mentor memorygel breast implant 400cc. The implant was folded. The implant was intact. Therefore, the rupture code was removed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After clinical review of this file performed on 04/14/2020, it was decided to remove patient code cutaneous contour deformity and add code anisomastia to more accurately capture the reported event. Material deformation device code was added to reflect a fold in the implant. Manufacturer¿s reference number: (B)(4).